Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was working intermittently. The customer stated that they power on the unit then it turns back off. The front panel was replaced and the issue was resolved. There was no patient involvement.